Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4+ degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure a mitraclip xtw was placed successfully and during deployment the clip opened while locked (cowl). A mitraclip xt was then attempted to be placed, during grasping attempts there was a chordal rupture and tissue damage. There was challenges with the gripper actuation during the procedure. The final mr was grade 3-4. There were no clinically significant delays reported. No additional information was provided.

Manufacturer narrative:
All available information was investigated. The returned device analysis was unable to perform analysis to investigate the clip opening while locked due to the condition of the returned device (clip was deployed). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported clip opening while locked. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, a cause for the reported clip opening while locked could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances.

Event description:
N/a